Event description:
A pt underwent a decompression laminectomy in 2002. The pt had dense scar tissue secondary to prior surgeries. The surgeon attempted to remove the overlying scar tissue and made an inadvertent tear in the dura. The dural tear was repaired using 6-0 prolene sutures. Proceed hemostatic sealant was then placed over the dura to reduce bleeding. Postoperatively, the pt required anticoagulation with lovenex and coumadin because they had prosthetic heart valve implant. The pt complained of severe low back pain postoperatively. The pt developed a superficial hematoma. Anticoagulant therapy was withheld until the pt's pt and inr values were within safe operative limits. One week later, the pt was taken back to the or for decompression of their wound. The pt exhibited a superficial hematoma, a deep epidural hematoma, and mechanical compression on the dura. The hematoma and the remaining proceed material were removed. The surgical wound was closed and the pt recovered uneventfully.